Event description:
Device report 2 of 2: reference MFR report: 1627487-2011-09293. The pt received the scs system on (B)(6) 2011. It has been reported the pt is experiencing pain at the ipg implant site as the pt's ipg has flipped over. Pt's peripheral lead has also been slightly pulled out due to the ipg flipping. Sjm rep was able to provide coverage via reprogramming of the epidural lead. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Sjm defers to the pt¿s physician regarding medical history.